Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices). B5-the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens od -8.0/2.5/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a same model; size and different power lens due to lens rotation not associated to low vault and refractive surprise. The exchange resolved the problem. D6b- (B)(6) 2021. H6- health impact code 4629- lens exchanged. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.00/2.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation not associated to a low vault and refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.